Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer in order to obtain additional information regarding the patient and the event; however, those attempts have been unsuccessful. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated their device and was unable to duplicate the reported issue. The biomedical engineer successfully completed a preventative maintenance (pm) inspection on the device, which passed all tests. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a service indicator appeared and their device would not shock a patient when prompted. The customer further advised that the patient had been in ventricular fibrillation and that medical personnel had already delivered two (2) shocks. Upon attempting a third shock, the service indicator appeared and the device would not deliver the energy. The customer stated that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has contacted the customer in order to obtain additional information about both the patient and the event; however, no response has been received.